Manufacturer narrative:
The device history records for the sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2016. As per the clinical statement, the patient presented ventricular fibrillation (vf). Shock therapy was delivered on 4 occasions, however the patient continued to refibrillate throughout the event. The device failed to deliver a therapeutic shock on 3 occasions during the event, as evidenced by the p1 off too high error identified within the technical log. The device did correctly charge; however, no shock energy was dissipated via the electrode pads. This would indicate a failure on the high voltage switching network. Failure of any of the semiconductor switches on the high voltage network can result in undesirable conduction leading to catastrophic failure of the circuit. This would be identifiable be either visible arcing/damage to the pcba or measurable faults on components within the network. No such damage or measurable faults were identified during the investigation even after stress testing. A scenario to replicate the fault in which the switching relays failed to energise/switch did successfully replicate the reported fault. Impact damage was apparent on the lower casing, which could have contributed to an intermittent failure of the relays, as they are a mechanically switched component. The ability of the device to provide the shock therapy sequence was tested during out qat on the (B)(6) 2016. This would indicate the failure mode presented sometime after this date. This device shall by retained by heartsine as per complaint handling procedure (B)(4). Clinical review: the pads were placed when the sam 350p was switched on. Analysis mode 1: the patient presented ventricular fibrillation (vf) and a shock was advised. A 150 j shock was delivered at 00:00:16, and this shock was successful in terminating the vf for 9 seconds. The patient refibrillated at 00:00:25. Chest compressions were delivered at an average rate of 114 compressions per minute (cpm). Analysis mode 2: the algorithm reassessed the heart rhythm at 00:02:21, and a shock was advised. There are no changes in the electrocardiogram that suggest that the shock was delivered, and the patient remained in vf. Chest compressions were delivered at an average rate of 120 cpm. Analysis mode 3: the algorithm reassessed the heart rhythm at 00:04:35, and a shock was advised. There are no changes in the electrocardiogram that suggest that the shock was delivered, and the patient remained in vf. Chest compressions were delivered at an average rate of 120 cpm. Analysis mode 4: the algorithm reassessed the heart rhythm at 00:06:51, and a shock was advised. A 200 j shock was delivered at 00:06:59, and this shock was successful in terminating the vf for 5 seconds. The patient refibrillated at 00:07:05. Chest compressions were delivered at an average rate of 114 cpm. Analysis mode 5: the algorithm reassessed the heart rhythm at 00:09:04, and a shock was advised. A 200 j shock was delivered at 00:09:14, and this shock was successful in terminating the vf for 5 seconds. The patient refibrillated at 00:09:19. Chest compressions were delivered at an average rate of 120 cpm. Analysis mode 6: the algorithm reassessed the heart rhythm at 00:11:19, and a shock was advised. There are no changes in the electrocardiogram that suggest that the shock was delivered, and the patient remained in vf. Chest compressions were delivered at an average rate of 114 cpm. Analysis mode 7: the algorithm reassessed the heart rhythm at 00:13:32, and a shock was advised. A 200 j shock was delivered at 00:13:41, and this shock was successful in terminating the vf for 3 seconds. The patient refibrillated at 00:13:44. Chest compressions were delivered at an average rate of 114 cpm. The pads were removed at 00:15:01, and the device remained on. The power button was pressed at 00:15:51, 00:19:11, 00:19:20, and 00:51:43.

Event description:
There was a patient involved in this event. The device was used during a sca in the USA. CPR and ventilations was performed throughout. Post event information was analysed and the enduser noticed device service required in the user accessible memory. The enduser has alleged the device failed to shock 3 times however 4 successful shock were administered out of an attempted 7 .

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was a patient involved in this event. The device was used during a sca in the USA. CPR and ventilations was performed throughout. Post event information was analysed and the enduser noticed device service required in the user accessible memory. The enduser has alleged the device failed to shock 3 times however 4 successful shock were administered out of an attempted 7 .